Event description:
It was reported that the customer's insulin pump's battery went low, turned off and the screen did not return. The customer treated himself with a manual injection. Customer's blood glucose level was 270 mg/dl. Troubleshooting for the blank display was performed. Advised customer to disconnect from the pump and to insert new aaa (B)(4) battery. Customer stated that the display did not return. Advised customer to clean the battery cap contact, allow battery contacts to dry and insert a new aaa (B)(4) battery. Customer stated the display still did not return. Advised customer to wait for replacement battery cap and to call back if he still has issues. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).